Event description:
The customer reported discrepant troponin I (access accutni) results, for two patients, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system. The customer stated the initial results were released out of the laboratory. The customer informed the emergency room (ER) that the results did not correlate. The customer does not know if patient care was impacted. There has been no report of patient injury or change in patient treatment associated with this event. In addition, the customer noted no value ind (indeterminate) flagged results for some patients; there was no report of patient impact. The patients' samples were collected in lithium heparin tubes and centrifuged for five minutes, at room temperature. No sample integrity issues were noted. The customer stated reagent packs were moved from one access instrument to another. Service was requested, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. The field service engineer (fse) performed a preventative maintenance (pm) major and primed the instrument. High sensitivity (hs) system check completed successfully. The customer completed multiple repetitions without any issues. No system issues were noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.